Event description:
Information was received from a consumer regarding a patient receiving dilaudid, baclofen, and another unknown drug via an implanted pump. The patient thought the other drug was clonidine. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that last night she saw code 8286 (empty pump) on her ptm (personal therapy manager) and had been unable to bolus. She called her doctor yesterday about it but was unable to resolve it. They said, ¿press the screen¿. The patient stated that she thought she heard her pump alarming this morning, but that many other things in her house beeped. The ptm did the ascending and descending tones when bolusing, but she was requesting a new ptm due to concern of malfunction. On the call, the patient was also seeing the 8286 code. The agent reviewed that the code meant that the pump was empty and redirected her to her healthcare provider (hcp). She stated that she had a pump refill appointment with her hcp and wanted to know if she could wait until tom orrow for the refill due to transportation/coordination issues. She stated that she had oral meds and oral clonidine. She stated, ¿it¿s concerning that I have a lot of medical issues right now - I'm having exasperation of my copd so I'm on steroids and things that make you hyper. Now I'm having a panic attack that I have very easily¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.